Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on june 06, 2017, (B)(4).

Event description:
Per the clinic, patient experienced skin overgrowth at the abutment site. On (B)(6) 2017, the patient underwent skin revision, using silver nitrate during an abutment change.